Event description:
It was reported that there was a perforation and a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa of the patient and then a 20mm watchman flx laa closure device and delivery system (wds) was inserted and the closure device was deployed in the laa. It did not meet release criteria, so it was fully recaptured and removed from the patient. A new 24mm watchman flx laa closure device was then inserted and deployed in the patient. The closure device was deployed and recaptured six (6) times. After the sixth recapture the closure device was noted to be in a pocket of the limbus near the ostium of the laa. The physician discovered that the closure device had perforated the patient resulting in a pericardial effusion with cardiac tamponade. The physician fully recaptured and removed the closure device then performed a pericardiocentesis to help treat the effusion. The patient received a blood transfusion, and the physician performed a median sternotomy to repair the perforation. The perforation was successfully repaired, and the patient was in a stable condition, but remained intubated while they were transferred to the ICU. The patient remains in the hospital due to this event, but is expected to make a full recovery. It was further reported that the patient experienced heart failure one day post procedure.

Manufacturer narrative:
B5: describe event or problem - updated to account for heart failure event. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated. H6: patient codes- added a heart failure patient code.

Event description:
It was reported that there was a perforation and a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa of the patient and then a 20mm watchman flx laa closure device and delivery system (wds) was inserted and the closure device was deployed in the laa. It did not meet release criteria, so it was fully recaptured and removed from the patient. A new 24mm watchman flx laa closure device was then inserted and deployed in the patient. The closure device was deployed and recaptured six (6) times. After the sixth recapture the closure device was noted to be in a pocket of the limbus near the ostium of the laa. The physician discovered that the closure device had perforated the patient resulting in a pericardial effusion with cardiac tamponade. The physician fully recaptured and removed the closure device then performed a pericardiocentesis to help treat the effusion. The patient received a blood transfusion, and the physician performed a median sternotomy to repair the perforation. The perforation was successfully repaired, and the patient was in a stable condition, but remained intubated while they were transferred to the ICU. The patient remains in the hospital due to this event, but is expected to make a full recovery.